Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the DHR was reviewed and up to 7.03 nonconformance¿s will not affect safety or efficacy of device. 2 parts with scratches were scrapped. Relevance of this nonconformance is not able to be determined at this time.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device history records (DHR) result information for clarification of follow-up#1 report: material review reports (mrr) #52254 was found on p/n dg10052 lot #4779031for feature d1, 7.01 pin gauge goes in diameter and parts have scratches on supplier parts. The parts found nonconforming for feature d1 were accepted use as is per mrr #50691 product development acceptance rationale that parts were assembled with bore to 7.03 and no wobble was detected. Up to 7.03 nonconformance will not affect safety or efficacy of device. 2 parts with scratches were scrapped. Relevance of this nonconformance is not able to be determined at this time. The visual inspection of the returned device performed as part of the product investigation reported the head of the locking knob is no longer attached to the threaded stud. The device and knob have considerable hammer damage, and the annodization is removed in numerous places. The drawing for the instrument(s) was reviewed and is determined to be suitable for the design and related dimensional conformity. The device has seen approx. 8.75 years of service. The aiming arm has been well used, with numerous scratches and hammer marks, and the annodization is removed in many locations. The knob is no longer attached to the threaded stud, and the knob has considerable damage due to hammer blows. The returned instruments are part of the trochanteric fixation nail system (tfn) and their proper use and maintenance is addressed in technique guides j10382-b, j9516-c, and j3900-I. The complaint condition is due to errant hammer blows and not a result of the design of the device. Based on the design evaluation it appears that some other instrument, hammer or pliers, must have been used to apply such a force to cause the knob pin to shear. Because of this, the complaint is determined not to be a design deficiency. All returned parts are determined to be suitable for their intended use when used and maintained as recommended. The design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon was inserting a trochanteric fixation nail (tfn) into a female patient and the threaded tightening knob on the 130 degree aiming arm broke. The 12/mm 130 degree titanium cannulated 170mm was then removed and 11mm/degree titanium cannulated 170mm was inserted using the 125 aiming arm. The procedure was successfully completed with no reports of patient harm. There was a report of a twenty minute operative delay. This report is 1 of 1 for complaint (B)(4).